Manufacturer narrative:
(B)(4): the pump failed to power on for testing. Function testing of the pump was not possible due to lack of power to the pump. The keypad was noted to be torn over the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The keypad was removed for investigation and revealed no signs of contamination under the button contacts. No damaged or misaligned contacts were noted. Leak testing confirmed a leak in the keypad.

Event description:
The patient contacted animas on (B)(6) 2012, stating during a reboot due to a call service alarm the pump would not exit the verification screen and all of the keypad buttons were unresponsive. Patient claimed to not have had problems with the buttons prior to this event. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump under garment against the body and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.